Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 367 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site, the pod's cannula was found bent. The pod will not be returned s it has been discarded.

Event description:
It was reported the patient's blood glucose level rose to 480 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site, the pod's cannula was found bent. The patients had gone to the hospital where they were diagnosed with hyperglycemia. The patient was treated with 10 units of insulin and a new pod was applied. The patient was released from the hospital after 2 hours. The pod will not be returned as it has been discarded.

Manufacturer narrative:
The patient call back to report additional information.b5 - describe event or problem changed from: it was reported the patient's blood glucose level rose to 367 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site, the pod's cannula was found bent. The pod will not be returned as it has been discarded. B5 - describe event or problem changed to: it was reported the patient's blood glucose level rose to 480 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site, the pod's cannula was found bent. The patients had gone to the hospital where they were diagnosed with hyperglycemia. The patient was treated with 10 units of insulin and a new pod was applied. The patient was released from the hospital after 2 hours. The pod will not be returned as it has been discarded.